Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that backup issue was observed on the pacemaker. The patient's condition was not known.

Event description:
New information received notes that the backup issue was observed when the patient presented in clinic for a follow up. Programming change was made. The patient was asymptomatic.